Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The legal manufacturer confirmed that the reprocessing had been performed in accordance with the instructions for use. Olympus confirmed foreign material remained in device, but the type of the material could not be identified. Based on the results of the investigation, the root cause of why the foreign material remained in the device was not specified. There was no physical damage where the foreign material was found. The subject event can be detected and prevented by implementation in accordance with the below instructions for use. Instructions for evis lucera gif type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif type 260 series, reprocessing manual, chapter 3 "cleaning, disinfection, and sterilization procedures" describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material inside the nozzle. There were no reports of patient involvement.